Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. An rv lead fracture is suspected. The rv lead currently remains in use. No patient complications have been reported as a result of this event.